Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia, chest pains, headaches, nausea, lung disease (unspecified). No other clinical information or medical interventions were reported. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. In addition, the device has been scrapped.